Event description:
It was reported that the attachment is overheating. No known patient impact reported. Additional information was received stating that it was reported there was no patient or staff impact.

Manufacturer narrative:
H3: product analysis :evaluation determined that device was overheating and the maximum temperature was measured to be 152.24f. The likely cause of the failure could not be determined. It was also noted that there were abnormal noise, expansion and contraction function are not working properly,lasermarking and scratched were not good. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.